Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) due to hypoglycemia on an unspecified date at the beginning of april. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod an unspecified duration on the stomach. It was reported that the patient¿s dexcom and pod were not connecting and therefore they believed this meant they were receiving too much insulin. The patient stated that the dexcom device and pod were "not connected correctly". The patient has since received guidance on the issue and has not experienced further connection issues. The patient loss consciousness and attended the ER. Symptoms reported included loss of consciousness. The patient was treated with unspecified food. The patient left the ER on the same day. The pod was removed at the hospital and discarded.